Manufacturer narrative:
Eval summary: the product was not returned for analysis, results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Reporter did not provide any contact info for the surgeon, therefore, follow up was not able to be conducted. Attempts were made to follow up with the consumer to obtain additional info. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures, she is seeing black half circles vertically out of the corner of each eye. She reported she feels this limits her peripheral vision and it is "annoying'. The reporter did not provide any contact info for the surgeon; therefore, follow up was not able to be conducted. There are two medical device reports associated with this event. This report is for the fellow eye.